Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was cut in half. Further information from the onsite fse indicated that the image was unusable. No patient death or serious injury was reported related to this event.